Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient presented in clinic after completing all light treatments and complained of a change in their vision. Upon examination, the treating physician determined that the lal was shifted. A secondary surgical procedure was performed to reposition the lal.